Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-07207. Reference MFR report: 1627487-2013-07208. It was reported the patient was experiencing painful heating at the ipg site while recharging. In addition, the patient reported she had fallen, and the ipg was lower in position than preferred. The patient stated she had received overstimulation or shocking sensations when the stimulation was turned on. Follow up identified the patient met with physician. It was reported a replacement charging system had resolved the heating at the ipg site. The patient reported she had received the shocking sensation on one program with the system, and had never used it again. The sjm representative reprogrammed the system, and removed the suspect program. There were no anomalies noted during the reprogramming. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.